Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, while stapling the sigmoid, the "safetyslip" which was connected to the reload while in the package was not removed in time which caused the yellow slip to break and components to fall into the patient. They removed the yellow pieces out of the patient without any complication and completed the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.